Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to stress during use or external factors.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 27, 2021, it was found that the adhesive part of the objective lens was peeled off due to deterioration or breakage of the adhesive (chemical stress / physical stress). There was no report of patient injury associated with the event.